Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with blood glucose of 798 mg/dl. The customer stated that prior to the event, he had ate, bolused, worked out, changed his infusion set, and drove towards new mexico. The customer then stated he started feeling unwell and found his blood glucose was 300 mg/dl, which he treated with a bolus. Subsequently, the customer stated that he had to pull over where he vomited and was taken by paramedics to the hospital. Following the event, the customer stated that he has still been having high blood glucose levels, even after changing his infusion set three times. The customer also stated that he had bent cannulas two of his three episodes of high blood glucose. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.